Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing and leak testing were performed. The device flowed normally and no leaks were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was reported at the filter of an access IV set. The drug being administered was taxol. There was patient involvement, but no report of medical consequences. No additional information is available.